Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required pacemaker implantation. The patient went into heart block and a device had to be implanted. They were doing a pvc ablation and no ablation was delivered. They were mapping in the rvot with the ablation catheter when the patient suddenly went into heart block. The patient could not recover their rhythm. A biv-pacemaker was implanted. The patient was stable at the time of reporting. The ablation catheter was discarded. The physician's opinion on the cause of the adverse event was patient condition related. The patient fully recovered but required extended hospitalization (overnight for observation).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).